Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remotely updated the power settings and tested them. The customer was able to dispense medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawers were offline on the cabinet. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.